Manufacturer narrative:
Device evaluation of integrated charger has been completed. The reported problem (battery charger problem) was confirmed due to contamination on the battery board. The charger was unable to recognize a battery pack. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem.

Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that a battery charger had a battery charger problem.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was confirmed due to the battery pca and cells being contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery. Device evaluation of integrated charger has been completed. The reported problem (battery charger problem) was confirmed due to contamination on the battery board. The charger was unable to recognize a battery pack. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.